Event description:
It was reported that two balloon rupture incidents occurred in the same patient. Foley catheter was inserted on (B)(6). Balloon rupture at 10:10 pm on the same day. Reinsertion at 10:30 pm, balloon rupture again at 2:15 am on (B)(6). Per follow up information received on 01dec2025, stated that this incident occurred with the same patient and the same product number.

Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by capas 12866756 & 12474528. Visual evaluation of the photo samples notes two opened (without original packaging), used silicone foley catheter with one syringe. Verified material number 119314 and manufacturing lot number ngkr4127, ngkr4123. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Catheter 1 batch ngkr4123: received 2 all silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngkr4123. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned straight tip syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation leakage was present at balloon due to a pin hole measuring 0.013in. This is out of specification per inspection procedure ip7603444, revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two balloon rupture incidents occurred in the same patient. Foley catheter was inserted on (B)(6). Balloon rupture at 10:10 pm on the same day. Reinsertion at 10:30 pm, balloon rupture again at 2:15 am on (B)(6). Per follow up information received on 01dec2025, stated that this incident occurred with the same patient and the same product number.